Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystourethrocele with recurring urinary tract infections and stress urinary incontinence. It was reported that the patient had a concurrent procedure of an anterior repair, bladder biopsy, and evacuation of clots performed during mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent removal of foreign body, bilateral oophorectomy, enterolysis of adhesions, bilateral pelvic lymphadenectomy and ileal conduit on (B)(6) 2012 by dr. (B)(6) , md due to gross hematuria, chronic interstitial cystitis, chronic pelvic pain and bilateral hydronephrosis.

Event description:
Details: it was reported that the patient underwent removal of foreign body, bilateral oophorectomy, enterolysis of adhesions, bilateral pelvic lymphadenectomy and ileal conduit on (B)(6) 2012 by dr. (B)(6) , md due to gross hematuria, chronic interstitial cystitis, chronic pelvic pain and bilateral hydronephrosis.

Manufacturer narrative:
Date sent to the FDA: 11/11/2016. (B)(4). Additional narrative: it was reported that following insertion the patient experienced dysuria, polyuria, urinary frequency, and urinary incontinence.

Event description:
It was reported that following insertion the patient experienced dysuria, polyuria, urinary frequency, and urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06823. The same patient is represented in each medwatch.